Event description:
Sn (B)(4) keeps on prompting her for the code to be entered each time she puts in the code and finishes the teach, the pump asks for the code again. "Did the reported product fault occur while in use with a patient: no, did the product issue cause or contribute to patient or clinical injury: no." We replaced device. Reported to cvs/caremark by: patient/caregiver. Dose or amount: 2nkm, frequency: cont, route: sq. Dates of use: from (B)(6) 2018 to ongoing. Diagnosis or reason for use: pah.